Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain, fever and tremor. The cause of the event was unknown. The patient was hospitalized for the event and was treated with unspecified antibiotics (doses, routes, frequencies and durations were not reported). Fifteen days after the event onset, the patient was discharged. At the time of this report, the patient was recovering from the event. It was reported that pd therapy was discontinued and that the patient was shifted to hemodialysis. No additional information is available.